Event description:
No pt injury or required intervention. Last night a child was setup on ECMO. The priming bag in the roller head circuit was leaking around the area where the outflow line connects to the bag. The hosp thought this was a one time occurrence but it has happened 3 times.

Manufacturer narrative:
An eval of the returned components confirmed the reported leak in the priming bag. The manufacturing site for this component has been notified of this issue and an investigation is being conducted to prevent future occurrences. (B)(4).